Event description:
Philips received a complaint by the customer on the v60 indicating that there was a primary speaker failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no report of harm to the patient or user. The customer replaced the speaker assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.